Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas was found with the touchscreen and back separated upon waking, consistent with a display component issue and a failure of bonding; the device was replaced and the user was informed the device would no longer be watertight, and the user wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including images of the damage. Investigation of this case revealed evidence of a stress-related problem affecting the display component, consistent with a loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.